Event description:
It was reported that a spectrum pump had a failed downstream occlusion test issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Additionally, the problem was not reproduced during downstream occlusion test. Device passed testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition "failed downstream occlusion test" was not verified. Should additional relevant information become available, a supplemental report will be submitted.